Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the needle hub cracked in use.

Event description:
The customer reports the needle holder damaged during inspection before patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened cu-2122-f kit containing various components including an introducer needle for evaluation. The introducer needle hub showed evidence of use in the form of dried blood within the hub. Visual inspection revealed the needle hub contained several cracks around the circumference of the hub. The cracks emanated from the proximal opening and extended to the tapered portion of the hub. The returned introducer needle was attached to a lab inventory syringe filled with water. When the syringe plunger was depressed, water exited both the cracks in the needle hub as well as the distal end of the needle. A device history record review was performed on the introducer needle including the hub and no relevant manufacturing issues were identified. The reported complaint of a cracked needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks and leaked during functional testing. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the needle holder damaged during inspection before patient use.